Event description:
The traction unit holding the patient's foot broke and the patient fell to the floor.

Manufacturer narrative:
Review of the returned failed part from the traction unit identified an excessive load that appears to have been caused by being hit or stressed in a way that is outside of its normal use. Will continue to monitor for trends.